Event description:
The reporter stated that the surgeon inserted an aspheric collamer lens model cq2015a with no patient injury or product damaged however, the surgeon realized that he put in the wrong dioptric power. The surgeon removed the lens thru the same incision and put in a different power lens. No patient injury. The reporter stated that there was no product issue it was a surgical error.

Manufacturer narrative:
Lens box was received with no lens inside it.